Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump overheating and stopping her insulin delivery. The customer¿s blood glucose level was 10.2 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No hot battery anomalies noted during testing. No unexpected battery power loss anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.